Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when deploying the second proglide device a cuff miss [suture retrieval issues] occurred with two devices in succession. An additional suture was placed at a different angle and worked. The sheath was upsized to a to a sheath greater than 8.5f and the tavi procedure was completed. Reportedly post procedure, hemostasis was not achieved when the knot of the proglide sutures were advanced. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices with reported issues referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.